Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (broken connector) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
4/12/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that an electrode belt was unable to latch to a monitor.